Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to another device (stent deformation due to removal of trapped guidewire). No results available since no evaluation was performed (device not returned for evaluation). (No device received for evaluation). Evaluation conclusions: known inherent risk of procedure (stent deformation). Another device caused failure (stent deformation due to removal of trapped guidewire). Unable to confirm complaint (device not returned for evaluation); device not returned. (B)(4).

Event description:
The patient presented with a 2-month history of canadian cardiovascular society class 3 angina. The physician used an endeavor resolute drug-eluting stent to treat a lesion in the left circumflex (lcx). There was a severe 90% stenosis on the distal lcx. Ventricular function was normal. The left coronary artery was engaged with a non-medtronic 3.5 mm guiding catheter. The lcx lesion was resistant to balloon dilation despite high pressure. Further dilation with a non-medtronic 2.6 french catheter was also not helpful. It was decided to perform rotational atherectomy using a 1.25 mm burr with a good result. An endeavor resolute drug eluting stent (des) was delivered over a second guide wire and was deployed at 8 atmospheres. After stent insertion, it was noted that the rotablation guide wire had been trapped by the stent unintentionally. The guide wire was withdrawn, and a moderate amount of tension was encountered on pulling. On the first cine angiogram after wire removal, it was noted that the stent was deformed and shortened along the longitudinal axis. The collapsed stent could not be crossed with a fresh 1.5 mm balloon but crossing with a non-medtronic micro catheter was successful. The collapsed stent was pre-dilated with a 2.5 mm balloon, and a second des was implanted. The final angiographic appearance was satisfactory. The patient was discharged, and there was no clinical event at 3 month follow-up. Still image review: still images provided in the literature showed a severe distal left circumflex stenosis. Angiogram after withdrawal of the trapped guide wire showed severe longitudinal stent deformation with severe stent shortening. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).